Event description:
I've used renu with moisture loc contact lens saline solution from 2/05 through 04/20/06. My eyes had been acting up for the past 7 months: blurred vision, burning, gritty feeling discharge and pain so I went to the eye dr on 04/20/06 and was diagnosed with punctate keratitis and minor scars on my cornea. I am presently taking antibiotic eye drops and have an appointment scheduled to see a cornea specialist.